Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. During follow up with tandem technical support, the customer confirmed that an alternate usb cable charged the pump successfully. The customer¿s blood glucose level was 137 mg/dl.